Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model trsx50fb, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the frame by the rear wheel allegedly snapped. Consumer alleges no injury involved. The dealer is to call invacare returns for a RMA. The product is to be returned to invacare for an inspection and evaluation.

Event description:
Customer alleged the frame by right back wheel snapped through. No injury alleged.